Manufacturer narrative:
G2: country germany medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when caller tries to interrogate the ins, they receive the message that all data has been deleted. The caller had cardio surgery some days ago. They explained to caller that ins data was probably deleted due to emi. They advised caller to contact their healthcare professional (hcp) in order to check the ins.